Event description:
It was reported that the patient underwent routine transplant on (B)(6) 2019 and experienced several complications post transplant ultimately expiring in the hospital on (B)(6) 2019. The patient outcome was determined to not be related to the lvas or lvad therapy.

Manufacturer narrative:
Additional information reported that the patient expired on (B)(6) 2019 after complications following a routine transplant on (B)(6) 2019. The patient outcome was determined to not be related to the lvas or lvad therapy. There were no reported device issues or malfunctions that could have accelerated the patient on the transplant list. The device operated as expected. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable was severed approximately 16.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device, and the outflow graft clip was not returned. The apical cuff was returned and engaged with the cuff lock. The device appeared to have been exposed to a fixative agent (figure 1). Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jul2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. No specific device-related issues or adverse events were reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. The reason for hospitalization was provided as transplant or transplant evaluation.